Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. Corrected first use of h.6. Investigation findings code c19 to c23. Corrected second use of h.6. Investigation findings code c19 to c20. Remove from h10 additional manufacturing: "h.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications." Changed h.6. Investigation conclusions from d15 to d1102.

Event description:
The following information was reported to gore: on (B)(6) 2002, this patient underwent total arch replacement for acute aortic dissection. On (B)(6) 2019, the patient underwent thoracic endovascular aortic repair (tevar) for distal anastomotic pseudoaneurysm using a relay plus thoracic stent graft (30 × 26 × 200 mm). Simultaneously, left common carotid-subclavian arterial bypass (gore graft, 6 mm) was constructed. On (B)(6) 2019, an endovascular treatment for anastomotic pseudoaneurysm on the left subclavian artery was performed using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx, 11× 79 mm). On (B)(6) 2019, an additional endovascular treatment for anastomotic pseudoaneurysm on the brachiocephalic artery using a vbx (11 × 79 mm). On (B)(6) 2021, a reintervention was performed for false lumen enlargement of the descending aorta. Coil-embolization of the false lumen and additional stent graft (relay plus thoracic stent graft, 32 × 28 × 200 mm) implantation were performed. Also, a contralateral leg component (plc201200j) of gore® excluder® aaa endoprosthesis was implanted in the brachiocephalic artery to treat remaining pseudoaneurysm. On (B)(6) 2022, aortic dissection recurred. In the abdominal region, three-lumen dissection was shown. Thereafter, rapid enlargement and impending rupture were noted. Reportedly, the dissection recurred the outside of gore device-treatment area. On (B)(6) 2022, the patient transferred to the reporting hospital. Subsequent clinical course was unknown. On an unknown date, a follow-up examination showed a type ib endoleak of the previously implanted excluder leg. On (B)(6) 2024, a reintervention was performed. An additional contralateral leg was implanted in the brachiocephalic artery and right common carotid artery. Additionally, the right subclavian artery was embolized and right common carotid-subclavian artery bypass was constructed. The patient tolerated the procedure. The reporting physician commented as follows: as for the type ib endoleak, it was probably due to size mismatch of the device.

Manufacturer narrative:
H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h.6. Investigation conclusions code d1102 to d1101. Added h.6. Investigation conclusions code d15.